Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, non-sustained vf episodes were observed on a stored egm. Review of the episode revealed myopotential oversensing. The device was reprogrammed and remains implanted.